Event description:
I used replens vaginal moisturizer and it caused what looked like chemical burns on my vulva and clitoris. The burning lasted about a week and it was agonizing pain. I ended up going to the doctor thinking it was a yeast infection or something but it was confirmed to be from the replens. Reason for use: vaginal dryness.